Event description:
The customer reported that the insulin pump went into threshold suspend when her blood glucose level was within a normal range. Her sensor glucose reading was 65 mg/dl. Customer's sensor and blood glucose readings were 100 points apart on the first and last day of the new sensor. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.